Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. An olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that the duodenovideoscope tested positive for an unexpected contamination. Needs additional testing. It is also reported that the insertion tube and distal need to be replaced. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of olympus endoscopy support specialist (ess) visit and the legal manufacture's final investigation. Despite good faith attempts the user culture results were not shared and the user denied request for third-party lab testing. A device evaluation could not be performed as the device was disposed. An olympus ess visited the user facility on 07nov2023 and observed the following deviation in reprocessing: leak testing: - movement of the elevator was not performed. Manual cleaning: - flushing adapter was not maintained immersed in detergent - syringe flushing (for distal end flush adapter) was not maintained immersed; elevator --was not moved 3x following flushing - mh 856 suction adapter is not used and suctioning with cantel scope buddy plus; -elevator was not moved 3x during suction with scope buddy - during rinsing with scope buddy plus the d/e flushing adapter was not re-attached and used for rinsing a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. H3 other text : device disposed.